Event description:
It was reported that an ilet device was dropped by the user, after which the touch screen became detached and the screen was no longer usable, rendering the device nonfunctional. Investigation included review of the user¿s account of the event and coordination for return and replacement. Investigation of this case revealed damage consistent with accidental drop and screen delamination affecting the display assembly and overall pump functionality. Symptoms included no injury. Outcomes included the need for device replacement and return of the damaged unit. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.